Manufacturer narrative:
Note: this new complete report is to provide follow-up investigation information for a report that was previously submitted with an incorrect FDA reg #, MFR#3030677-2015-01512, on 16-jul-2015. Event date: (B)(6) 2015 receiving by MFR date: 12/16/2015. Conclusion / root cause: this single station solenoid was tested and no failures were identified. The crossover circuit test failed was not duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Due to reported crossover circuit fault during testing. No patient involvement reported.